Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding and hepatic dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 10 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported from outpatient lab that hgb (hemoglobin) was 6.6 and hct (hematocrit) was 20.9 on (B)(6) 2019. Patient denied fatigue, signs of bleeding, black or tarry stools, lightheadedness, dizziness, or low flow alarms. Patient had ongoing anemia secondary to hepatic dysfunction. Patient was transfused via outpatient. Patient received 2 units prbcs (packed red blood cells) on (B)(6) 2019. Lab work performed by home health and no diagnostic tests were performed. Call was received by home health nurse on (B)(6) 2019 with report of a large bruise on the patient¿s chest from breast bone to chest and reported as red, painful, and tender. Patient denied lightheadedness, dizziness, low blood pressure, or low pump flows. Patient denied a fall or trauma to the bruised area. Patient refused emergency room assessment. Patient was scheduled to have follow-up labs drawn at a mobile lab and these lab results have not been received.